Manufacturer narrative:
The technician adjusted the reverse trendelenburg gas springs to repair the bed.

Event description:
Information received indicates the bed is going into the reverse trendelenburg position when weight is applied.